Event description:
The customer reported high bgs. Suggested the customer take manual injections per md protocol. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and passed. However, the high-pressure test did not pass. Instructed the customer to discontinue the pump use.